Manufacturer narrative:
We have received the log files of the device. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: " in test no. 8 - no possibility to set pressure 330 - 350 mbar. Max set - 310 mbar."incident did not occur during ventilation, no patient was involved.

Event description:
Hamilton medical ag received the following incident description: " in test no. 8 - no possibility to set pressure 330 - 350 mbar. Max set - 310 mbar." Incident did not occur during ventilation, no patient was involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board has been replaced. There was no patient or user harm.